Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment but it failed to cross the lesion. A non-boston scientific stent was then placed in the left main trunk (lmt). The synergy device was advanced again but it came off at the left main trunk (lmt). Post-dilation was performed three times and the desired treatment was completed. Therefore, the procedure was completed without any device replacement. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment but it failed to cross the lesion. A non-boston scientific stent was then placed in the left main trunk (lmt). The synergy device was advanced again but it came off at the left main trunk (lmt). Post-dilation was performed three times and the desired treatment was completed. Therefore, the procedure was completed without any device replacement. There were no patient complications reported.